Manufacturer narrative:
A revision was performed and a new system was implanted on the opposite side. This device and the competitor lead was left implanted with the device being programmed to the most minimal outputs and least sensitivity. At this time, this device remains implanted, but it is not expected to be explanted and returned to boston scientific for analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker went to the hospital after experiencing dizziness and tunnel vision. Interrogation of the device found noise oversensing on the right ventricular (rv) lead. However, the lead impedance measurements were within normal range. This lead is a competitor's product. The sensitivity was increased but the oversensing still occurred. This device is nearing elective replacement time (ert) so the patient was admitted to the hospital until a revision could be performed. Boston scientific technical services (ts) was contacted for technical assistance. The ts representative discussed programming the device to v00 so that the patient has some pacing support. This was performed but it was then noted that there was intermittent loss of capture. It was also suggested to test lead impedances while the patient is performing isometric movements. This was also performed and once the patient lifted his arm, no impedance measurements could be obtained and the patient lost consciousness. A lead fracture was suspected but a device malfunction could not be ruled out. No other adverse patient effects were reported.